Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. During preparation, the seal dropped inside of the delivery device. Another two products was used to complete the procedure. No patient injury was reported. The complaint product was discarded in the hospital. The customer needs DHR for the complaint product (#(B)(4)) and other two lot numbers 25117572 and 25119808, which were used for the surgery. Credit note has been requested.

Manufacturer narrative:
The customer has stated that the device will not be returning. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. During preparation, the seal dropped inside of the delivery device. Another two products was used to complete the procedure. No patient injury was reported. The complaint product was discarded in the hospital. The customer needs DHR for the complaint product (#25112673) and other two lot numbers 25117572 and 25119808, which were used for the surgery. Credit note has been requested.